Event description:
It was reported that during a cryoablation procedure during aspiration and flushing of the sheath, bubbles were observed. The procedure was completed successfully and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files were not returned for this case. Upon visual inspection of flexcath sheath 4fc12 / 43233-79, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.